Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator large oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the sheath of the device was kinked and there was difficulty cutting the polyp, which was noted to have deteriorated during the procedure. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.